Event description:
During an intercostal liver biopsy, patient being in lateral decubitus, when the needle was retrieved, the coaxial was bent further to 2 contacts with the patient's rib due to his respiratory movements. The coaxial broke once retrieved from the patient. No remaining bit in the patient. Limited sample, only one retrieved. Neither patient injury nor medical intervention has been reported. Please see photos of affected product attached. On (B)(6) 2014, the international contact (B)(6) provided the following additional information: the user of the device involved is an experienced user. There was nothing noted of the coaxial needle prior to use that would indicate a defect. Only one biopsy sample was obtained before the needle was removed. The coaxial broke outside of the patient, after it was removed from the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.